Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst indicated that there were no issues extending or retracting the helix. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to a "helix malfunction." An alternative lead was placed. No patient complications have been reported as a result of this event.